Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. According to the reporter, during a procedure, the tip of the pencil burnt the patient's liver leaving grill marks. During troubleshooting, biomed stated that the unit was being used in conjunction with a third-party pencil. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).